Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was testing in settings mode. The complaint was classified based on customer care advocate (cca) documentation. The reporter stated that the alleged product issue first occurred at 6pm on (B)(6) 2014. The patient manages their diabetes by self-adjusting their insulin intake. They denied taking any action in response to their regular diabetes management regimen routine as a result of the product issue. The reporter stated that the patient became ¿not responsive¿ an unknown period of time after the alleged product issue started. The patient was taken to hospital where their blood glucose was measured on an unknown hospital meter and a blood glucose result of ¿16mg/dl¿ was obtained. The patient was put on IV glucose fluids in the emergency room. It is not known how long the patient was in hospital for. At the time of troubleshooting the cca walked through the correct testing procedure with the patient and the issue was resolved. The products were requested to be returned for evaluation and replacement products were sent to the patient. This complaint is being reported based on the following conclusion(s): although the product issue was resolved at the time of troubleshooting, the patient was unable to test their blood glucose on the subject meter which led to them suffering symptoms which led to them requiring medical intervention after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.